Event description:
The clinic reported that a laser vision correction patient presented with dry eye in both eyes 10 months post treatment. Original surgery date (B)(6) 2013. It was stated that the patient had no loss of best corrected visual acuity (bcva) at that time. The patient complained of dryness of the eyes effecting both distance and near changes during day. Bcva: right eye pre-op 20/15, left eye pre-op 20/15. Patient was seen on (B)(6) 2015 and dry eyes is better but does fluctuate. He has not done restasis as recommended in a couple of weeks. Patient experienced loss of bcva. Bcva from last visit: right eye 20/25+1, left eye 20/30+1. Patient was diagnosed with cataracts in left eye more than in right eye. Patients dry eye is improving in both eyes without restasis. Patient referred for cataract consult and advised to continue artificial tears and fresh kote.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Correction: the below fields were updated since the information contained in initial report was not pertaining to this patient. This patient required a flap irrigation. Date of this report corrected for this patient. Section re-written to reflect this patient information. Product updated to reflect this patient information. Patient info - code updated to reflect patient's event. Included user facility as report source. 10/31/2014 date manufacturer received information. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in right eye six days post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Bcva pre-op: right eye 20/20, left eye 20/20. On (B)(6) 2014 account reported that ingrowth resolved and irrigation was performed.